Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
The (B)(6) male patient called, reporting that he a ivc filter placement on (B)(6) 2006. A cat scan was conducted on (B)(6) 2013 and again in (B)(6) 2016. In comparison of the images, all 4 legs have penetrated the wall of the vena cava. A further procedures are unknown at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, manufacturing instructions and quality control of the device was conducted during the investigation. Impression: indication for ivc filter placement is not discussed in the complaint report. Two CT scans of the abdomen and pelvis, approximately 3 years part, demonstrate an infrarenal gunther tulip ivc filter with insignificant tilt and one grade 3 interaction, two grade 2 interactions and 1 grade 1 interaction of the primary filter legs with the wall of the ivc. The grade 3 interaction does abut the aorta, but there is no evidence of periaortic changes or evidence of focal aortic wall thickening. The two grade 2 interactions extend into the retroperitoneum, again, in an area without inflammatory changes present. The fourth leg appears to be more consistent with a grade 1 interaction with the wall of the ivc, indicating tenting rather than true penetration. The filter had not changed significantly in degree of penetration or angle of tilt in the 3 year interval. The complaint report states all 4 legs have developed penetration, however, on the images provided, it appears only 3 legs demonstrate penetration and are unchanged in the scan interval. There is no discussion in the complaint report of any symptoms related to these penetrations, and it does state that a pre-existing condition was abdominal pain. The cause of the penetrations are indeterminate on the images provided as the filter is not significantly tilted and the patient¿s anatomy is otherwise normal. One large retrospective review demonstrated the incidence of caval penetration ranging from 9.8% up to 34%, and another review of gunther tulip filters specifically, demonstrated an incidence of 22%, but did comment that this penetration became more likely with longer indwelling times. The complaint report does state the filter was placed on (B)(6) 2006, indicating a ten-year dwell time, but does not specify whether the filter is still clinically indicated, or if an attempted retrieval had been performed. In the absence of inflammatory reaction surrounding the penetrated primary filter legs, the causal relationship of any pain or discomfort in this area is difficult to blame solely on the presence of the penetrations. Of note, if patient is experiencing increasing back pain, there has been significant advancement of the degenerative changes involving the lower lumbar spine in the 3 years between the 2 CT scans, which could account for the increasing pain. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The cause of the penetrations is indeterminate on the images provided as the filter is not significantly tilted and the patient¿s anatomy is otherwise normal. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.